Event description:
It wasn't possible to connect the three way stopcock.

Manufacturer narrative:
Evaluation results customer report was confirmed. The zero-stopcock male luer was completely broken and stuck inside connected female connector. The damaged luer appeared to be twisted. The female connector was not bonded to zero-stopcock.